Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited lec 1720. No patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. Evidence of reported problem in event log was found. During the evaluation of the device, it immediately alarmed ec 1720. The back-up capacitor was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.